Event description:
The customer reported that during prime, their end customer found a crack running halfway down the side of the housing. The sample was saved and will be returned to quest. Product code 4007200; lot number 26074.